Event description:
It was reported that customer she had issue with her sensor stated that she received lost sensor. Customer's recent blood glucose was 238 mg/dl. Customer declined to do troubleshooting and mentioned the sensor was a little bent. Customer stated that she would get low alerts and wanted to suspend but she was not really low. The customer was advised about sensor and blood glucose readings and how to properly calibrate. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).